Event description:
The customer stated that the cannula came out of the insertion site while she was asleep. When she woke up she took a bg reading, which was 479mg/l; she "went to check the cannula and it was out." She immediately removed the pod. Insulet customer support advised her to check the omnipod website for adhesive products that can help to keep the pod in place. The device will be returned for evaluation.

Manufacturer narrative:
The pod was not returned for evaluation. We are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. Based on the absence of a time line provided in the report, it is unknown when the cannula had "come out" in relation to when her bg levels began to rise. No conclusion can be drawn. The omnipod system user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." The customer immediately removed and replaced the pod upon noticing that the cannula was not inserted into her skin, per user guide instructions. A review of lot qualification records was performed - no failures were found and the lot passed the acceptance criteria. Note: evaluation method codes are specific to activities performed during lot qualification (and not to activities performed on the subject pod, as it was not returned for evaluation).